Event description:
(B)(4). The patient underwent to a hip arthroplasty at "casa di cura pierangeli" in which he received a depuy implant (unknown). Following the implantation the patient had a severe elapsed until the death. Update - attached email confirming patients name and that asr products were used. (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2014-29555 is a duplicate report of 1818910-2014-31641. 1818910-2014-29555 will be rejected. 1818910-2014-31641 will be kept for investigation purposes.